Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope had static in the image. There were no reports of patient involvement.

Manufacturer narrative:
Device returned and not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.